Event description:
Boston scientific neurovascular became aware of an event in which when the subject device was advanced to the lesion, resistance was felt. Two other coils were deployed prior to this incident successfully. The main coil was pulled back after 1-2 cm had been advanced into the aneurysm and it got detached at the detachment zone. The subject device could not be inserted into the aneurysm. No clinical consequences were reported as a result of this event.